Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-03011. Follow-up information revealed the patient is no longer experiencing symptoms, therapy resumed post-operatively and the reported issues are resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-03011. It was reported during a permanent implant procedure, scar tissue prevented the physician from inserting the leads to the right of the patient's (united kingdom) midline. However, after an hour, the leads were placed. Post-operative, the patient developed photophobia and headache (possible dural puncture). As such, it was decided not to activate the patient's system for approximately a week until the symptoms settle.